Event description:
A (B)(6) male patient in the spirai-z post-market registry (11-015) experienced claudication (lower limb or buttock) on (B)(6) (76 days post procedure). The patient was treated on (B)(6)2014 for an aortoiliac aneurysm. The max aortic diameter was 57mm. Proximal neck had a parallel shape with complete plaque/thrombus. Left iliac artery had mild tortuosity, no occlusive disease, and mild calcification. Right iliac artery had moderate tortuosity, no occlusive disease, and mild calcification. Patient received a main-body device, a left iliac leg, a right iliac leg, and a right iliac leg extension. No difficulty deploying any of the components. No other procedures were performed and no additional devices were used. A molding balloon was used but no details were provided regarding its use. At the conclusion of the procedure, the devices were patent with no external compression, flow-limiting kinks, endoleaks, or thrombus.on (B)(6) 2014 (76 days post-procedure), the patient was seen in follow-up. There had been no change in the size of the aneurysm. Devices were patent with no external compression, migration or endoleaks. There was evidence of a flow-limiting kink in the right iliac leg and evidence of thrombus in the right iliac leg extension. On the same day, the patient was noted to have claudication (lower limb or buttock). On (B)(6) 2014 (183 days post-procedure), a secondary intervention was performed. Indications for the secondary intervention were noted to be a kink in the right iliac leg and thrombosis in the right iliac leg extension. The intervention involved bare stent placement. No other information regarding the event is available. No other follow up visits were reported. On (B)(6) /2014 (183 days post-procedure), a secondary intervention was performed. Indications for the secondary intervention were noted to be a kink in the right iliac leg and thrombosis in the right iliac leg extension. The intervention involved bare stent placement. No other information regarding the event is available. No other follow up visits were reported.

Manufacturer narrative:
(B)(4). Event evaluation: patient received a main body with two legs and a leg extension (right side) for treatment of am. Max aortic diameter pre-procedure = 57 mm. Proximal neck was parallel with complete plaque 1 thrombus. Lia had mild tortuosity, no occlusive disease, and mild calcification. Ria had moderate tortuosity, no occlusive disease, and mild calcification. No difficulty was noted in deploying any of the aforementioned devices and no additional procedures/devices were used other than a molding balloon. Further detail about the use of the molding balloon was not provided. All grafts were noted to be patent with no external compression, flow-limiting kinks, endoleaks, or thrombus. On follow-up ((B)(4) 2014), 76 days post-procedure, the aneurysm size remained stable, devices were noted to be patent with no external compression, migration, or endoleaks, but there was evidence of a flow-limiting kink in the right iliac leg with evidence of thrombus in the right iliac leg extension. Patient complained of claudication (lower limb or buttock).on follow-up ((B)(6) 2014), 183 days post-procedure, a secondary intervention to place a bare stent was carried out in response to the noted kink in the right iliac leg and thrombosis in the right iliac leg extension. No further information is available. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. During investigation, a review of the complaint history, instructions for use (IFU), and trends was conducted. The lot number of the device is not available; therefore, the device history record has not been reviewed during the complaint investigation. This device is shipped with an instructions for use (IFU); which lists claudication (e.g. Buttock, lower limb) as a potential adverse event associated with the device, which may require intervention. The IFU also states: "pre-existing regions of stenosis/narrowing (less than approximately 20 mm 10 in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) show be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. Follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event." We are unable to determine with certainty the root cause for the reported difficulty. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event